Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with a prolonged nose bleed. International normalized ratio (inr), hemoglobin, hematocrit, and vital signs were stable. The nare was packed and cauterized with silver nitrate. The patient was discharged the same day with packing in place to be removed on (B)(6) 2021. The patient was sent home on prophylactic antibiotics. Otherwise there were no changes to medication. On (B)(6) 2021 the patient had recurrent epistaxis to right nare. The patient presented at the emergency department for removal of rocket balloon. The patient continued to bleed after the removal. A merocel sponge was placed to the right nare. The patient was discharged on the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported nosebleed could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.